Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The lead impedance has been oor for several years and continues even when connected to a newly implanted device. Both the device and lead remain in service. Recently, the patient was seen by their physician and he suspected a potential set screw issue. The physician elected not to intervene and will monitor. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device and right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, low intrinsic r-wave amplitude measurements and potential farfield oversensing of p or t-waves was observed during in clinic threshold testing. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient is scheduled to see their physician on a future date to discuss a potential lead revision procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device and right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, low intrinsic r-wave amplitude measurements and potential farfield oversensing of p or t-waves was observed during in clinic threshold testing. Boston scientific technical services (ts) discussed troubleshooting options. Surgical intervention was undertaken. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.